Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that they are unable to exit the preparing to prime loop and that insulin was squirting out during prime. Customer further stated that the piston does not stop and continues to push insulin out. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 79 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test, due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.